Manufacturer narrative:
H6: investigation summary: bd received a sample and photo for investigation. The sample and photo was reviewed and the indicated failure mode for foreign matter on the stopper with the incident lot was observed. Additionally, 200 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the device had foreign matter in tube biological and non-biological. The following information was provided by the initial reporter. The customer stated: "black sand/sediment in the top of sst tubes making them look black instead of orange - received an email with pictures from a customer of a tube with a black stopper a closer picture showed this to almost be sparkly and sand like in texture"

Manufacturer narrative:
Investigation summary: bd received a sample and photo for investigation. The sample and photo was reviewed and the indicated failure mode for foreign matter on the stopper with the incident lot was observed. Additionally, 200 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the device had foreign matter in tube biological and non-biological. The following information was provided by the initial reporter. The customer stated: "black sand/sediment in the top of sst tubes making them look black instead of orange - received an email with pictures from a customer of a tube with a black stopper a closer picture showed this to almost be sparkly and sand like in texture"